Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings followed by a "replace sensor" message after 1 day of wearing a freestyle libre 2 sensor. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced symptoms described as sweating, difficulty speaking, inability to walk, and paleness. Customer was unable to self-treat and was treated with sugar by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh005z1788 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings followed by a "replace sensor" message after 1 day of wearing a freestyle libre 2 sensor. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced symptoms described as sweating, difficulty speaking, inability to walk, and paleness. Customer was unable to self-treat and was treated with sugar by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings followed by a "replace sensor" message after 1 day of wearing a freestyle libre 2 sensor. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced symptoms described as sweating, difficulty speaking, inability to walk, and paleness. Customer was unable to self-treat and was treated with sugar by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings followed by a "replace sensor" message after 1 day of wearing a freestyle libre 2 sensor. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced symptoms described as sweating, difficulty speaking, inability to walk, and paleness. Customer was unable to self-treat and was treated with sugar by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings followed by a "replace sensor" message after 1 day of wearing a freestyle libre 2 sensor. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced symptoms described as sweating, difficulty speaking, inability to walk, and paleness. Customer was unable to self-treat and was treated with sugar by third-party. There was no report of death or permanent impairment associated with this event.